Event description:
It was reported that this right atrial lead experienced dislodgement. Due to this, the lead exhibited loss of capture and the patient started showing bradycardia symptoms. Fluoroscopy and x-ray exams showed the helix of the lead was fully retracted. Revision of the lead was performed and was successfully repositioned. Device remains in service. No further adverse effects were reported.